Manufacturer narrative:
Device evaluated by MFR: the carotid wallstent device was returned for evaluation. A visual and tactile examination identified the outer sheath was separated and damaged approximately 180mm proximal from the distal tip. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the IFU. The device was received with no guidewire inserted in the device and was unsheathed. The investigator was unable to advance a boston scientific guidewire through the device while the device was unsheathed. The investigator attempted to sheath the device but was unable, due to the outer sheath separation and damaged noted during analysis. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues noted with the stent cup or the stent holder. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulty occurred. A 10.0-31 carotid wallstent self-expanding stent system and a 190cm filterwire ez were selected for use. The approximately 50-60% stenosed target lesion was located in the non-tortuous and mildly calcified internal carotid artery. Post stent deployment, severe resistance was observed when trying to remove the wallstent delivery system. The strong friction caused the filterwire to be pulled down along with the delivery system, to the point where the filter was inside the stent at one point. However, by pushing the filterwire distally and pulling the delivery system proximally, the delivery system was able to be removed separately. The procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty occurred. A 10.0-31 carotid wallstent self-expanding stent system and a 190cm filterwire ez were selected for use. The approximately 50-60% stenosed target lesion was located in the non-tortuous and mildly calcified internal carotid artery. Post stent deployment, severe resistance was observed when trying to remove the wallstent delivery system. The strong friction caused the filterwire to be pulled down along with the delivery system, to the point where the filter was inside the stent at one point. However, by pushing the filterwire distally and pulling the delivery system proximally, the delivery system was able to be removed separately. The procedure was completed with this device. There were no patient complications as a result of this event.